Event description:
It was reported that the patient's right atrial (ra) lead had failed to capture. Fluoroscopy performed confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable throughout.